Event description:
It was reported the device is alarming primary audible alarm. No patient injury/involvement reported.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date one infusion pump was received for evaluation. Visual inspection found the tamper seal was intact, top and bottom case are in good condition. No visible contamination found. Primary audible alarm post was found in the event history log. However, we were unable to duplicate the reported problem at power up/self test. It is unknown what caused the problem. Since no issues with the device were found, no root cause can be determined. However, preventative maintenance was conducted. Device passed all the functional tests. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.